Event description:
It was reported that the reservoir leaked inside the reservoir compartment. It was also stated that the customer had low blood glucose and ketones. No additional information was provided at the time of call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.